Manufacturer narrative:
(B)(4). This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. Followup with the complainant has been conducted for the lot number, and the information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Attune impactor handle broke during an operation.

Manufacturer narrative:
Additional narrative: attune impactor handle broke during an operation. No products were available for return. A worldwide complaint database search on the product code did identify previous complaints for broken impactor handles. Previous failure modes have been investigated as part of CAPA-(B)(4) and determined to be "incorrect geometry and material selection for load application" and have been assessed within a hhe ((B)(4)) /qrb ((B)(4)) which was initiated on (B)(4) 2014 and determined to be not a harm to the patient. Due to us not receiving the product or photographs of the failure it is not possible to determine the cause of the failure in this case. No further investigation can be undertaken without further information. The complaint shall be closed with an unjustified conclusion and a root cause of undetermined, insufficient information. Should any further information be provided relating to this case then further investigation may be undertaken. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.